Event description:
It was reported the patient had received the ¿8478¿ pump was in safe rate error code on his personal therapy manager (ptm) about 6-7 months ago. It was noted the patient did not have concerns regarding their device or therapy and they received assistance from their doctor. Interventions, drugs, and patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).